Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in the post-operative holding area after the implant, the post-operative chest xray revealed a dislodged right atrial (ra) lead. This was verified via device check. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.